Event description:
During insertion the doctor discovered that the blue ring (valve seat) inside the prosthesis was missing. The doctor tried to insert the prosthesis anyway, but it did not work. The doctor initially claimed that the blue ring was missing when the product was opened, but was later uncertain if it had been there or not. Pt have been x-rayed to confirm that the blue ring didn't fall into the trachea of the pt. No effect on pt.

Manufacturer narrative:
The blue ring was missing when the product was returned. Glue residue inside the prosthesis shows that the missing ring has been glued to the prosthesis according to spec. Investigation is ongoing.